Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump's keypad anomaly and buttons were not responding. Customer also reported insulin flow block which was resulted by changing the site.  Troubleshooting was partially  performed and further declined by customer. No harm requiring medical intervention was reported. The customer had continued using the device. The insulin pump will not be returned for product analysis.